Event description:
A pt reported they visited their physician because their surestep meter allegedly was inaccurately erratic. The result on their meter was 149, 360, 175 and 250 mg/dl. Readings were several hrs apart. The results from the pt's meter were not compared to any other device. Pt reported symptoms of dizziness and shakiness. Treatment was unk. No further info has been reported.